Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Evaluation; method: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.

Event description:
The rotator came apart during power injection. No harm or injury was reported. The customer has reported this type of event has happened numerous times but did not provide specific detail for number of events or additional clinical information. Therefore, this single form FDA 3500a report will be submitted.